Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2007 the patient underwent anterior fusion cervical spine c5-7, anterior cage reconstruction c5-c7, local autograft bone-vertebrectomy, anterior cervical plate(B)(6) 2007-posterior spinal fusion c5-t1, segmental instrumentation c5-t1, right iliac crest bone graft; pt had s/p anterior decompression approximately 1 week ago which necessitated a partial vertebrectomy of c7 and a complete vertebrectomy of c6. Rhbmp-2/acs cut into strips, strips placed over the decorticated posterior elements. (B)(6) 2007-s/p anterior posterior reconstruction-neck doing fine, lbp running down into his left leg for about 5 months (B)(6) 2008-no relief from epidural injections, constant lbp, recently placed on depakote for mood swings (B)(6) 2008 lbp, pain running down his leg, had scheduled pt for MRI but he had to go back to prison so he did not get to have MRI (B)(6) 2008-sent for epidural blocks (B)(6) 2009-severe spinal stenosis and slight spondylolisthesis at l4-l5 (B)(6) 2009-no leg pain, but numbness keeps him up at night (B)(6) 2009-discussed decompression and fusion at l4-5; discussed using iliac crest bone graft in addition to infuse (B)(6) 2009-op report; posterolateral spinal fusion l4-l5, transforaminal lumbar interbody fusion l4-l5, pedicle screw instrumentation l4-l5, cage instrumentation l4-l5, right iliac crest bone graft; large infuse kit was used, cut in half, "the iliac crest autograft local bone obtained from laminectomy as well as osteofil bone graft substitute were packed into the center of the infuse sponges which were rolled onto themselves and packed over the decorticated posterior elements to them completed posterolateral arthrodesis at l4-l5" (B)(6) 2009-5 weeks post l4-l5 tlif for lumbar spinal stenosis and ddd; c/o numbness to left leg and back pain (B)(6) 2009-s/p tlif in april doing well, pain improving, numbness slowly improving, foot issues, x-rays of lumbar spine shows pedicle screws and interbody fusion cage in good position (B)(6) 2009-neck pain-cervical spine CT ordered (B)(6) 2009-cervical and lumbar x-rays, myelogram, <(>&<)> CT (B)(6) 2009-s/p anteroposterior reconstruction for cervical stenosis from c5 down to t1, doing well but recently developed some recurrent pain in his bilateral neck and shoulders; pt recommended (B)(6) 2010-s/p cervical vertebrectomy at c6 with supplemental posterior surgery back in 2007, has also had lumbar tlif at l4-5 in (B)(6) 2009, c/o neck pain (B)(6) 2010-has had axial pain in neck s/p anterior and posterior reconstruction (B)(6) 2010-continued neck pain (B)(6) 2010-axial pain after the anterior-posterior reconstruction for his cervical spine (B)(6) 2011-developed pain 2-3 weeks ago around thoracolumbar junction (B)(6) 2011-MRI lumbothoracic spine-l3-l4 level degenerative spondylosis resulting in mild to moderate bilateral neuroforaminal narrowing and moderate spinal stenosis (B)(6) 2011-no relief from blocks, trouble walking long distances (B)(6) 2012-c/o lbp radiating down left leg with numbness and tingling; MRI lumbar spine showed anterior and posterior fusion hardware stable at l4-l5 (B)(6) 2012-lbp and left leg pain (knee to foot), occasional buttock pain, chronic axial back pain; md questions peripheral neuropathy versus radiculopathy (B)(6) 2012-myelogram for lbp, chronic left leg numbness reveals a solid fusion and good decompression at l4-5. Has moderate to severe stenosis at l2-l3 and l3-l4. Congenital spinal stenosis, l1-l2-posterior disc bulge, l3-l4-moderate to severe stenosis present, l4-l5 post op left tlif-solid fusion, anterior interbody cage and bone graft in good position (B)(6) 2012-c/o numbness left leg-no pain (B)(6) 2012-back pain and numbness down left leg s/p l4-5 fusion (B)(6) 2013-lbp, left leg pain (B)(6) 2013-pt underwent hardware removal, exploration of fusion l4-l5, pedicle screw instrumentation l2-l4, posterolateral fusion l2-l4, right iliac crest bone graft; s/p prior fusion at l4-l5 developed recurrent back and leg pain-myelogram revealed moderate to severe spinal stenosis at l2-l3 and l3-l4; per op note "strips of infuse were laid over decorticated posterior elements and the posterolateral gutters along with iliac crest... Autograft followed by local bone obtained for laminectomy, followed by grafton matrix, which is the bone graft extender from medtronic." Re-op diagnosis: lumbar radiculopathy, htn, lumbar spinal stenosis